Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay ver. 2.1 on a cobas 8000 e 801 module. The sample was tested using both 18 minute and 9 minute stat applications of the assay. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The reporter thinks incorrect results were reported outside of the laboratory. The sample resulted in the following troponin t values when measured with the regular 18 minute application: 19.6 ng/l, 6.68 ng/l, and 6.81 ng/l. The sample resulted in the following troponin t values when measured with the 9 minute stat application: 15.1 ng/l, 6.84 ng/l, and 6.96 ng/l. The troponin t reagent lot number was 56640901, with an expiration date of 31-dec-2022.

Manufacturer narrative:
Camera images collected by the analyzer showed contaminating dust particles on the surface of the affected sample. Reruns of the sample were performed once with the primary tube and twice in a cup. No dust was visible on the sample surface when repeat testing was performed. The investigation determined the issue was caused by dust on the surface of the instrument.